Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) in a preloaded delivery system was dried up. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the blister tray in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is only observed on the lens. The plunger has advanced the lens into the nozzle entry area. The optic is twisted in the device to the left side and misfolded with posterior surface up. The plunger is skewed toward the right side of the device. The trailing haptic is broken in the gusset area, extended under the optic. The trailing portion of optic is broken, folded into the optic. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The lack of adequate viscoelastic combined with the damage to the lens may have been interpreted as the reported complaint of 'lens was dried up'. The root cause is most likely related to a failure to follow the directions for use (dfu). Inadequate viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).